Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer reported that he was having trouble with the pump. The customer reported that the pump was showing sensor updating. He did not want to troubleshoot for the high blood glucose. He did bolus for the high blood glucose. The insulin pump will not be returned for analysis.